Event description:
Reporter indicated that a vns therapy pt died, yet the cause of death remains unk to MFR at this time. Good faith attempts for further info, including the cause and date of death, are currently being made.